Event description:
The patient has experienced shocking at the ins pocket site when he sits in a certain position since the ins was implanted. The problem was repeatable. He does get good coverage. Impedance test was ran and electrode 5-7 combination was low of 67 ohms. Reprogramming was attempted to correct the problem but it did not resolve the issue, he still felt shocking in certain position. Low impedances showed when the impedances were tested when he was on his back. The patient has mentioned this problem to his doctor before and reprogramming was tried. Impedance tests: when sitting: 1 725 588 2 849 588 3 869 608 4 981 725 5 860 67 (7) 6 918 692 7 67 (5) 873 when lying: 983 625 582 720 582 843 872 603 983 720 68 856 917 679 68 868. The company representative confirmed that no diagnostics were performed. Electrodes 5 and 7 showed a short circuit. The patient was being scheduled in november for a revision of a pocket adaptor and/or possible revision lead if needed. The patient was doing okay but was still getting shocking at the battery site.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# la2153, implanted: (B)(6) 2002. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 748951, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 74002, lot# n226309, implanted: (B)(6) 2012. Product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a new pocket adaptor put in and was doing well.